Event description:
The end user reported product does not adhere under the mass at various places. When removing product to replace due to leaking, he tore the skin leaving a small wound about 1 cm x 1 cm shallow with pink moist wound bed.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated that he applied a first aid ointment without benefit. Instructional use of the stomahesive powder and removal steps of the appliance when necessary to change before usual wear time was discussed with the end user. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a f/u report will be submitted. (B)(4).